Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis event was manifested by pyrexia and vomiting. The patient was hospitalized for peritonitis. The patient was treated intraperitoneally with unspecified antibiotics (dose, frequency, and duration not reported) for peritonitis. Therapy remained ongoing. At the time of this report, the patient is recovering. Though the cause of the event was not reported; the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.